Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received in the not deployed state. The pink slide insert was not observed in the viewing window. Upon removal of the housing, the slide insert to was found to be inadequate, with excess material preventing the catch beam from catching the insert after deployment. The device was reset with the lock and load fixture. The catch beam failed to catch the slide insert when the needle mechanism was redeployed. No damages or deficiencies were observed on the drive mechanism. Download data showed no timeout or drive stalls and no alarms were generated.